Manufacturer narrative:
It was reported that mesh was implanted along with concurrent transvaginal hysterectomy and cystoscopy due to stress urinary incontinence, pelvic organ prolapse, and menorrhagia. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and dyspareunia. It was reported that the patient underwent mesh excision and repair of distal urethra and cystoscopy on (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.